Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in conjunction with an endurant stent graft system in the endovascular treatment of the patient. It was reported that after the endurant was implanted, the reliant balloon burst during the first touch up. The event was resolved with the use of another manufacturers balloon for touch up. As per the physician the cause of the event is unknown and it was noted that as the balloon was inflated inside the stent graft there were no factors that could have caused it to burst. No additional clinical sequelae were reported and the patient is fine.